Event description:
It was reported that the bd angiocath plus¿ IV catheter end tip was cracked. The following information was provided by the initial reporter: "cracked catheter end-tip".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of catheter defective / damaged was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history review was conducted for lot number 2347471.

Event description:
It was reported that the bd angiocath plus¿ IV catheter end tip was cracked. The following information was provided by the initial reporter: "cracked catheter end-tip".